Event description:
The clinician reports the implant was inserted (B)(6) 2016 in the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain and abscess. No further patient complications were reported.